Manufacturer narrative:
One used tracheostomy tube was received for product inspection. Review of the device history records revealed no deviations relevant to the reported product issue. Visual inspection of the returned sample found no damages, faults or anomalies. During functional testing, a syringe was used to inflate the tracheostomy tube cuff. The cuff fully inflated without issue. The entire device was submerged in water; no bubbles (suggesting a leak) were found escaping the device. The returned tracheostomy tube was confirmed to operate as intended. No evidence was found to suggest the reported event was related to an intrinsic product problem.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after one day of use with the listed device, air leakage was alerted by a leakage alarm every hour. Leakage was reported to have been resolved; however how it was resolved was unknown. Leakage was suspected to be occurring somewhere on the ventilation circuit. No adverse health outcome resulted from this event.